Event description:
Dispensing pharmacy identified 4 boxes of 90 units of bd #328281 micro-fine IV insulin syringes 1cc 28 gauge x ?" Needle within manufacturer box labeled as bd #328278 ultra-fine 1cc 30 gauge x ?" Needle lot number 6303457. Product was packaged within 2 cases (2 boxes of 90 in each case) labeled as bd #328281 (micro-fine IV insulin syringes 1cc 28 gauge x ?" Needle) bearing lot number 6303458. Problem was discovered during prescription dispensing function. Product found was isolated and not dispensed to patient.